Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) triggered due to the right ventricular (rv) lead impedance from rv tip to rv coil being chronically low. The rv pace impedance out of range alert was recommended to be programmed off, leaving the other lia parameters on. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.